Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Unit received with critical pump error (open book image). Unit was successfully downloaded using thus software. Unable to perform the following tests displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download history review using the detailed trace, pump error 63 alarm (variable = 12, file number =522 and line number = 341) confirmed on (B)(6) 2022 from 02:46 pm until 02:47 pm triggered three consecutive times. Per engineering troubleshooting guide, it was determined that pump error 63 was trigger by hardware issue with the arm watchdog failure. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. Per visual inspection moisture damage found on pcba 1 and pcba 2. The following were noted during visual inspection: cracked keypad overlay, cracked case, scratched case, battery tube threads - cracked, cracked case (battery tube) and cracked case-corner of belt clip rails. In conclusion, customer concern for cosmetic damage confirmed at the battery compartment when cracked battery tube case, cracked case corner of belt clip rails and cracked battery tube threads were noted. Critical pump error (open book image) was confirmed due to pump error 63. Pump error 63 was confirmed due to hardware issue. Exposed to moisture confirmed on pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was performed. Customer reported that pump was dropped and the damage was not related to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1712kl was requested for return and customer has returned the device.